Manufacturer narrative:
(B)(4). Batch # t5d616. Additional information was requested, and the following was obtained: can you please explain what is meant by ¿even it fired some of the clips¿? It fired some of the clips from the reload ¿ but not all. Did the device deliver any staples? Yes ¿ some but not all before lockout. If yes, were the staples formed in the proper closed b-formation? Yes. If the stapler did fire was the staple line complete? No ¿ this is the main concern of this complaint. As mentioned ¿ some of the clips/staples was fired ¿ but not all. This ended up in an incomplete staple line. If the stapler did cut was the cut line complete? No ¿ cut line was not completed due to stapler lockout. Device analysis: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, stapler was very hard closing and couldn¿t lock ¿ even it fired some of the clips. The surgery was delayed by 5-minutes. Changed to new same device. There were no patient consequences.